Manufacturer narrative:
(B)(4): physio-control evaluated the device and found no failures. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A clinical review of the device download and available information determined the cause of the event to be use error. The sync mode was disabled prior to the second defibrillation shock delivery and the user did not confirm the presence and position of sync markers on the ECG prior to the treatment. For a synchronized cardioversion, the device operator manual instructs the user to confirm illumination of the sync led and assessing the patient ECG to verify the sync sense markers position and appearance within the qrs complex prior to treatment in sync mode.

Event description:
During a synchronized cardioversion treatment, the first defibrillation shock was delivered to the patient in the defibrillator sync mode. The device exited the sync mode per the device settings and the operator pressed the sync button to administer another synchronized cardioversion treatment. However, the sync button was pressed again and the sync function turned off so that a direct defibrillation shock was provided and the patient induced into a ventricular defibrillation ECG rhythm. In less than a minute, another unsynchronized defibrillation shock was administered and the patient converted to a normal sinus rhythm at a rate of approximately 70bpm and spo2 measurement of 97%. The patient was alive and conscious while he was transferred to the hospital emergency room. There were no further details on the event and/or the patient provided. A clinical review of the reported event determined that the device use caused patient to be in a life threatening condition.